Event description:
Per the clinic, it was reported that the patient experienced a loss of connection with internal device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2020. During explantation, it was discovered that the implant magnet was dislodged from the implant pocket. The patient was reimplanted with another cochlear device during the same surgery.